Event description:
It was reported that at the user facility, the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that at the user facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.

Manufacturer narrative:
The reported event of a sticking trigger was duplicated. A service technician found that the forward trigger would catch intermittently and cause run-on, due to excessive corrosion in the trigger area. The device was repaired and returned to the customer.